Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The patient she had not slept well the day prior to the event and probably went to sleep with 164 mg/dl as the reading on her tandem pump. She also said that the pump was likely alerting when it was at 60 mg/dl, but she did not hear it because she fell into a deep sleep that day. The next day, (B)(6) 2022, at around 12:00 pm her son found her lying on her bed and not responding so he called 911. Paramedics checked her bg and it was at 40 mg/dl. Due to his panic the son was not able to check the cgm reading on the pump, but according to her t-connect app (apparently checked later), the pump was also reading 40 mg/dl at the time. Paramedics administered a glucagon injection and glucose IV while the patient was transported to the hospital. She was given additional glucose in the emergency room (ER). The patient was taken to a rehab facility on (B)(6) 2022 for physical and speech therapy caused by the diabetic coma but was taken back to the hospital due to covid. She was released and was sent home in stable condition on (B)(6)2022. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.